Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, during the procedure, after the clip was deployed the nurse tried to remove the delivery catheter out of the scope and caused the clip to pull back with the catheter. This caused a tenting of the mucosa. It was reported that there was no tissue damage or bleeding. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues; the device appeared to have deployed as designed. The clip assembly was not returned. The condition of the returned device was not consistent with the complaint that the clip failed to release from the catheter; the complaint was not confirmed. The device appeared to have deployed as intended, and it showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, during the procedure, after the clip was deployed the nurse tried to remove the delivery catheter out of the scope and caused the clip to pull back with the catheter. This caused a tenting of the mucosa. It was reported that there was no tissue damage or bleeding. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.